Manufacturer narrative:
The device was sent to the customer's service center (third party service center) for an evaluation. No device was returned to resmed for investigation, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault during the device set-up. The device was not in use when the fault occurred; therefore, there was no patient involvement.